Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 587 mg/dl. Reportedly, the cause for the reported issue was due to the customer using a "bad" vial of insulin. A manual insulin injection was administered to address bg level. The customer used a new vial of insulin and resumed insulin delivery.